Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred. A 8.0x40,75cm mustang balloon catheter was advanced to dilate the target lesion. However, patient had an allergic reaction. No further patient complications were reported.